Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on keypad traces. No unexpected numbers ramping or scroll bar moving with no input noted. It was unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to no button response. Device had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. The customer stated that this happened twice so she removed the reservoir from the insulin pump and it alarmed button error. Blood glucose value was 44 mg/dl; treated with glucose tablets and juice. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.